Event description:
It was reported that a tpn therapy bag was found to be leaking. The leak was discovered prior to patient infusion. This report documents no patient involvement or adverse events. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: one sample was returned for evaluation. The batch review found no indication of related nonconformance during the manufacture of this product. Neither visual inspection nor functional testing identified a breach in the eva material of the bag or a leak; therefore, the reported issue could not be confirmed. Should additional relevant information become available, a follow-up report will be submitted.